Event description:
The suspect device result was 365 mg/dl. The user went to the hospital and their glucose was 48 mg/dl. User was given orange juice and crackers. Controls were not used. The device was replaced and requested to be returned for evaluation.